Event description:
Info received indicates the head of the bed is drifting down.

Manufacturer narrative:
The tech cleaned the head drive brake assembly and replaced motor, coupling and motor mount to repair the bed.